Event description:
After the iab was inserted and connected to the pump, leakage was observed from the introducer sheath. Because of this, the iab was removed and replaced. There were no pt complications.